Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was twisted, and the sheath was detached and kinked. Microscopic inspection showed the guidewire exit port and the distal section of the tip were in good condition. Based on the evidence, the reported catheter material twisted and sheath detachment are confirmed.

Event description:
It was reported that catheter issue occurred. The target lesion was located in left anterior descending artery. An opticross catheter was used for ultrasound examination of the target lesion. During the procedure, when the catheter was delivered the shaft got twisted near the aorta. The issue occurred when imaging was performed. The proximal part was separated after it was taken outside the body. The devices were pulled out together. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The target lesion was located in left anterior descending artery. An opticross catheter was used for ultrasound examination of the target lesion. During the procedure, when the catheter was delivered the shaft got twisted near the aorta. The issue occurred when imaging was performed. The proximal part was separated after it was taken outside the body. The devices were pulled out together. The procedure was completed with another of the same device. No patient complications were reported.